Manufacturer narrative:
H3, h6: a software analysis was initiated; however, it was not a software issue. Complaint data analysis determined that the event was due to a user workflow issue based on the log review. The user should have pressed and held the m button to rehome. Instead, the user pressed the door-open button and did not allow time for the system to home. The software was functioning as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H3, h6): no parts have been received by manufacturer for evaluation. Codes b17, c20, d15 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m018081c001. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a unknown procedure. It was reported that the e-stop button was bumped while doing post-surgery spin. The gantry had to be opened with the ratchet to remove from patient. Surgical team rebooted system and were able to take a successful spin after reboot. Surgery proceeded with image from this system. Clinical study manager (csm) has requested a log review. This issue occurred postoperatively, and there was less than one hour delay. There was no impact on patient involved.